Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 009300xspt assembly, 9300xsp l/s w/awos t had a melted lamp base. Additional information was received on (B)(6) 2019 reported that the turret assembly melted, shutting down during an unspecified surgery on (B)(6) 2019. There was a burnt smell and no smoke or fire was noted. There was a 5 minute delay to change out the lightsources, however, there was no patient injury or impact reported. The procedure was completed as normal.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. The lamp base and lamp module assembly are melted. Could not confirm the issue while fans were still working okay. The interlock switch is broken. The green led failed to turn "on." The power entry module tabs are worn. The reported complaint was confirmed. The root cause was undetermined. No manufacturing, workmanship, or material deficiency was identified.